Event description:
Per the reporter, the icy catheter (lot# unknown) was placed in the right femoral vein for the treatment utilizing the ivtm system. There were no documented issues during the catheter placement and no other lines were placed in the same vein. Two days after the treatment started, at the end of the re-warming phase, the user observed blood in start-up kit (suk) tubing and a decreased level of saline in the bag, confirming the catheter leak. The console was stopped by the nurse, and the therapy was discontinued as the patient was rewarmed. No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of "the icy catheter (lot# 188005) suspected leak" was not confirmed during the functional testing of the returned catheter. No issues or discrepancies were found. No leak or malfunction was observed during testing, and the catheter functioned as intended. A visual inspection was performed. No physical damage was found on the catheter. Observed blood residues on the balloons and in the luered tubings. Functional testing was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation, and the catheter functioned as intended. Icy catheter (lot# 188005).

Event description:
Per the reporter, the icy catheter (lot# 188005) was placed in the right femoral vein for the treatment utilizing the ivtm system. There were no documented issues during the catheter placement, and no other lines were placed in the same vein. Two days after the treatment started, at the end of the re-warming phase, the user observed blood in start-up kit (suk) (lot# 185838) tubing, suspecting the catheter leak. However, the amount of saline fluid in the bag was not depleted. The infusion ports were tested by the customer and were noted to be functional as designed. The console was stopped by the nurse, and the therapy was discontinued as the patient was rewarmed. No consequences or impact to the patient.